Manufacturer narrative:
The peritonitis occurred on an unspecified date ¿since¿ (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as a bacterial infection. It was not reported if the patient was hospitalized for the event. Treatment for event of bacterial infection was not reported. The patient's outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available as the reporter has declined to provide further information.